Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the circular seal was cut. The envelope seal and cannula appeared intact. Pmv performed functional testing: the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: three hours after the start of the pelvic lymph node dissection in laparoscopically assisted vaginal hysterectomy (lavh), the trocar made noise and air leaked. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.